Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks and inappropriate atp therapy due to atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient was fine.